Event description:
A health care professional reported that during the pocket revision procedure, when the physician removed the catheter, the revision barb and the existing portion of flowonix catheter disconnected from the competitor's segment of the catheter.

Manufacturer narrative:
Internal complaint number: (B)(4). Evaluation of the flowonix segment of the catheter and slice barb determined there were no anomalies and within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced discomfort and requested to have the pump pocket revised. Surgical intervention was taken to revise the pump pocket.